Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2019, a patient underwent endovascular treatment of a descending aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2025, an emergent re-intervention was performed for a rupture after a proximal stent graft-induced new entry. Attempt was made to advance a gore® tag® conformable thoracic stent graft with active control system (ctagac), however the distal side of the ctagac contacted the anastomosis area and did not advance beyond the anastomosis area. The ctagac was removed and shaped. Then the ctagac was advanced successfully. When the first deployment, only about 1/3 of the deployment line was pulled and the stent graft was not able to be deployed at all. The access hatch was checked and no deployment line was confirmed. The deployment line appeared to have been cut in the middle and the ctagac was removed. After that, two gore® tag® conformable thoracic stent graft with active control system devices were implanted. An angiography revealed no endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Product evaluation: summary: the device evaluation showed the following: the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken in the catheter. The primary deployment line that remained connected to the primary deployment knob measured approximately 74 cm. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to tensile forces. The cause of the primary deployment line breaking could not be confirmed with the currently available information. Based on this investigation, there is no evidence to suggest a manufacturing deficiency. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty), catheter breakage. Emdr section h6, codes c19, d12, d15 updated to reflect results of investigation.